Event description:
Doctor reported a l4-l5 tl implant expulsed. Initial case was a 4-level tl on (B)(6) 2014. Revision performed on (B)(6) 2014. The doctor replaced the 11mm til with a 17mm tl.

Manufacturer narrative:
Device not returned to amedica for eval. The device in question was implanted as part of a 4-level procedure. The 11mm implant was subsequently revised after it partially expulsed from the operative site 10 days post op. It was replaced by a 17mm implant. This suggests that the initial implant was undersized for the implant site. Additionally, the pt was reported as being a smoker.